Event description:
The valve was explanted due to "probable" endocarditis and paravalvular leak. According to the operative report, the pt experienced a stroke and fever, and echo revealed "severe" mitral regurgitation and a "probable" pv leak. At explant, the valve was not "healed" and was "completely" dehisced over 1/3 of its circumference. The valve was "easily" removed and sjm 27mecj-502, was then implanted. According to information received from microbiology, cultures were negative. Later in 2001, the pt underwent insertion of a hickman catheter to facilitate the administration of long term IV antibiotics due to endocarditis. The pt was reported to be in "stable" condition following both procedures.